Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out-of-range left ventricular (lv) pacing and right ventricular (rv) pacing impedances measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that rv thresholds have increased. Additionally, there was noise on the rv channel that was being sensed however, there was no pacing inhibition. The patient is not dependent on therapy. Technical services provided programming options. At this time, the device, lv and non-boston scientific rv lead remains in service. No adverse patient effects were reported.